Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The reported complaint incident for missing fill port was confirmed. The process of placing the fillport on the filling cap is a manual manufacturing process. This type of defect was addressed in the defect awareness training to all applicable personnel. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor device was observed missing a fill port cap when the overpouch was opened. This represents a breach in the sterile fluid pathway. There was no patient involvement. No additional information is available.